Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received compromised force sensor system alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.